Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 270-300 (mg/dl). Reportedly, the customer believes the pump does not deliver insulin on the third day of use for the cartridge. Insulin pens were used to address the bg level. Troubleshooting with tandem technical support could not be performed as the customer had already changed out the supplies prior to the call. The customer stated a healthcare provider would be contacted regarding elevated bg level.